Event description:
Information received indicates when the head section is lowered using CPR, the head section will run back up unintentionally.

Manufacturer narrative:
The tech found the head up side rail switch was stuck. The tech replaced the switch to repair the bed.